Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications instructions for use (IFU, ppl2094478 revision a, section 7.0) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The xience pro is currently not commercially available in the us. The PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Event description:
It was reported that during a moderately tortuous, moderately calcified, 95% stenosed, mid left anterior descending coronary artery procedure, the lesion was pre-dilated with a non-specified balloon and during deployment of the 3.0 x 23 mm xience pro a distal edge dissection occurred. Another unplanned xience pro was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.